Manufacturer narrative:
This is one event (death) reported for the same pt involving three separate products; associated MDR#s 2937457-2014-01132, 1225714-2014-04902, and 1225714-2014-04903.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired after the use of the product.